Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. X-ray and visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited high capture thresholds and high pacing impedance. The lead was not used and replaced. The patient was in stable condition throughout the procedure.